Event description:
According to the reporter, during the splenectomy procedure, the physician connected reload to the adapter and closed the jaws for c hecking, however the jaws did not react with closed. Then the physician removed the cartridge with closed jaws by force, however could not open the jaws any more. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned device noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.